Manufacturer narrative:
The t:slim x2 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occurrences, air bubbles were observed in the infusion set tubing. The customer flicked" the air bubble on once occurrence while connected to the site and the air bubble was dispersed throughout the tubing. Reportedly, the customer used cold insulin to fill the cartridge. The customer¿s blood glucose level was 260 (mg/dl). Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.